Manufacturer narrative:
Additional information: section h imdrf annex codes, manufacturer narrative and section b describe event or problem. Correction: section d unique device identifier (UDI). Part analysis: the report of the drawer railings broken was confirmed by fse. According to work order 02055082, the field service engineer (fse) replaced the drawer. Upon resolution of the issue, the device exhibited proper functionality with no anomalies observed. Laboratory inspection confirmed that the received did not present any obvious physical damage, deformation, or contamination on the drawer housing, latch mechanism, or connector interface. Laboratory testing found that the top left and top right bumpers are missing; the rear bearing retainers were observed migrating and the front top left bearing retainer is missing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported worn drawer was identified and attributed to migrating bearing retainers.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer rail broken. As per part investigation, it was determined that the top left and top right bumpers were missing, and the rear bearing retainers were observed to be migrating. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken and had come off its railings. A field service engineer (fse) identified the ball bearing cage was loose in enhanced half height drawer 3, sub-drawer 1. The drawer slides were deemed non-repairable in the field. The cubie pockets were successfully transferred to a new drawer to resolve the issue and the customer completed inventory of the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a broken drawer railing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a broken drawer railing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.